Event description:
According to the available information, the distal weld came undone during use. There were no clinical consequences for the patient.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints and none regarding the lot number 9956408. In april 2025, we received one used sample. After disinfection, the sample was tested, basket could be moved inside the sheath, however the basket cannot be opened due to the ring situated at the extremity of the basked slide along the wire. No other defect was observed on this medical device. One way to reproduce this defect is to slightly block the metal part and open the dormia. As the sheath moves forward, the wires advance and slide into the ring. We believe that this root cause may be due to the design of the product. Our supplier and the r&d department have been informed. Checking the quality databases did not reveal any anomaly in relation to the described defect. Note: the dormia is a fragile instrument which must be handled with care. However, our documentation reveals a 100% inspection is performed following our work instruction and inspections are documented: - control realized at 100% after the assembling: each step of the process - functionality (open/close) verified - after the packaging, visual controls at 100% during the packaging, an opening and closing test is performed three times and a checking that the basket is fully extended is performed. The dormia is packaged with the basket opened. The evaluation has showed that risks are adequately controlled and reduced as far as possible in the state of art level. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe.

Event description:
According to the available information, the distal weld came undone during use. There were no clinical consequences for the patient.

Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.